Manufacturer narrative:
Other text: b5: additional information received and attached from customer via email dated 14-oct-2021: there was no patient involvement. Additional information received and attached from customer via email dated 06-nov-2021: there is no other information. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The reported "downstream occlusion" problem was not duplicated. The dso (downstream occlusion) sensor passed pressure testing at 15 psi. No fault found with the device. Replaced downstream occlusion sensor as preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed downstream occlusion (5psi). No patient injury reported.